Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed; however, a link detachment and needle to cuff miss were observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: an interventional transcatheter aortic valve implantation procedure was performed in a mildly calcified right common femoral artery via a 7f sheath. A suture break was noted when the plunger was removed. The sheath was upsized to 14f. Hemostasis was achieved by the sutures of the successfully pre-placed sutures. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an unspecified procedure. Reportedly, a suture separation occurred at a portion where it could not be happening under ordinary circumstances. Prior to use, the proglide device had been placed on the machinery mount and kept far from sharp items. Another proglide device with the same lot number was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.